Manufacturer narrative:
One device was returned for repair with complaint of ripped and bubbled downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found no notable error history. Bubbled downstream occlusion dso seal was confirmed through visual inspection. Replaced dso seal. Performed visual inspection and dso test to confirm repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped and bubbled dso seal. There was no patient involvement.